Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's cause of death was pneumonia. It was noted that the pocket infection had led to a lead extraction, which was complicated by shock and eventual hospital acquired pneumonia.

Manufacturer narrative:
Concomitant medical product: (B)(4) ipg implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The implantable pulse generator (ipg) system was explanted. It was further noted the patient passed away approximately one month later. Attempts to obtain additional information regarding the patient¿s death have been unsuccessful.